Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low' on cgm. Low bg cause was not known. Customer's husband gave carbohydrates to address bg. It was also reported that the customer hit their head. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.